Manufacturer narrative:
(B)(4) . Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed during returned device analysis. The reported difficulty inserting the device into the anatomy could not be replicated in a testing environment as it was likely based on procedure circumstance. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue. The other perclose proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. The proglide device was pre-flushed with saline prior to use. Reportedly, the proglide device was difficult to insert in the anatomy and no pulsatile blood flow was seen at the marker lumen. The proglide device was removed. Another proglide device was used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in- training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).